Manufacturer narrative:
The reported events of pacing inhibition due to oversensing noise was confirmed. As received, a complete lead was returned in three pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to device can.

Event description:
Related manufacturer reference number:2017865-2023-36889. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was noted due to oversensing. Patient experienced dizziness due to pacing inhibition. During lead revision procedure it was found that patient's atrial lead was endothelialized with the rv lead. Both leads were explanted and replaced. The patient was stable.